Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide detachment was confirmed. In addition, the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The foot retraction issue could not be confirmed due to the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a right and left diagnostic heart catheterization procedure. Reportedly, all steps of proglide deployment were performed without issue. As the footplate was closed for proglide removal, the foot would not close and the proglide was found to be stuck in the anatomy. After using various movements to release the device, the proglide guide detached and remained in the anatomy. Hemostasis was achieved by manual arterial compression in the rcfa. A contralateral approach was used to snare the piece; however, the piece was still stuck in the anatomy. A new access site was used, below the previous access site in the rcfa, via a 12f sheath to retrieve the piece via surgical cut down with full sedation. Hemostasis was achieved with surgical closure at the new access site. Hospitalization was prolonged. There were reported adverse patient sequela and a clinically significant delay in the procedure or therapy. The final patient outcome was stable and the patient was discharged. No additional information was provided.